Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range impedance measurements along with oversensed noise. A lead fracture was suspected but not confirmed. The patient is not pacemaker dependent and was asymptomatic. No surgical intervention is planned. The associated cardiac resynchronization therapy pacemaker (crt-p) was reprogrammed and the patient will be monitored more frequently. The lead remains implanted and in service.